Manufacturer narrative:
A partial lead was returned for analysis in six segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead exhibited capture anomalies and the right atrial lead was dislodged. The leads were explanted and replaced. The patient was stable following the procedure. No additional information was reported.